Manufacturer narrative:
There was no relationship found between the device and the reported incident. Visual inspection of the returned opus speedscrew implant shows a deployed device with an implant which is not detached or damaged. The instrument was returned with the function switch towards to the ¿green¿ dot. At distal end the implant visually show contamination with dried parts of tissue. No manufacturing anomalies were identified. During functional evaluation the partial moved suture limb can be tensioned. Both suture limbs can be reeled into the wheels (green/black). The function switch could be set towards the ¿deploy¿ position and the implant could be detached by turning the activation knob 3 times clockwise as specified. The complaint was not verified and the root cause could not be determined with certainty. Factors unrelated to the design or manufacture of the device which could have contributed to the complaint event includes: (1) there may have been misalignment of the device when inserting (2) bend and applying excessive torque could cause reduced functionality. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: patient information. Surgical procedure/post-operative care review. Device labeling (including technique guides, ifus, etc.) Reportedly, during a shoulder repair procedure, the sutures of the magnum wire broke and the surgeon opted to revert to a mini open modality to complete the procedure. No clinical supporting documents were provided to determine the exact root cause of the reported issue. The impact to the patient beyond the mini open procedure, pain and expected transient post op convalesce period cannot be determined. It was reported however, the patient did not sustain any injuries and there was a 15 min extension of surgery time without adverse outcomes. No further assessment is warranted at this time based on the information provided.

Manufacturer narrative:
Additional information: part number: om-6500 speedscrew & lot 2012421.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a left shoulder cuff repair surgery, it was used: (a) 1 anchor x reference (B)(4) speedscrew lot 2012421; with (b) 1 x om-8175ea suture magnum wire lot 1179216; despite a good use of the anchor on the tension of the sutures, the sutures broke without logical explanation. The procedure was finished in mini-open modality and using a competitor device. There is not reference to whether there was a delay in the surgery or not. No patient injury has been reported.